Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information: h6, h10. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the reported failure can likely be attributed to user error as no functional problems or safety risks were identified during estimation and the manufacturer indicates the device was built to specification. Olympus will continue to monitor complaints for this device through regular trending activities as defined by olympus surgical technologies america quality management system procedure.

Manufacturer narrative:
The device has not been returned for evaluation. There was no product problem reported. The cause of the event was likely due to use of the device.

Event description:
Olympus received a report from a user facility stating that during a ureteroscopy with lithotripsy procedure, the laser breached the wall of the patient's ureter. The ureteral injury was noted just after the initial activation of the laser. The customer reported that the device had 0.2 pulse energies and 30 hertz frequency on the left pedal and 16 watts fragmenting setting on the right pedal. The doctor had accidentally hit the right pedal at some point during the procedure but she does not know if that is when the breach of the wall occurred. A ureteral stent was temporarily placed for 6 weeks to assist in the healing.